Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead when the patient presented via merlin.net via transmission. Patient presented in clinic for further assessment and x-ray showed lead dislodgement. Patient was asymptomatic. The lead was explanted and a new lead was implanted with good electrical parameters. Patient was stable post procedure.